Event description:
On (B)(6) 2015 - the end user reported that the device ripper her skin off.

Manufacturer narrative:
On (B)(6) 2015 no lot number or product return without this date. Pending response from consumer.